Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that patient had impedances on one lead and discomfort at the ipg site. As a result, surgical intervention was undertaken (B)(6) 2025 wherein the lead was replaced and ipg repositioned to address the issue. Therapy was restored post-operatively.

Manufacturer narrative:
Lead replaced due to impedance issues was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.